Event description:
A winged retractor was inserted into the acetabulum to provide exposure for a total hip arthroplasty. When removed one of the two spikes had broken off and remained in the bone. The attempts to retrieve the spike were unsuccessful. Surgeon chose to leave the fragment rather than risk harm or complications to the patient by resecting bone to dig it out.